Event description:
Caller alleging receiving discrepant low inratio value. (B)(6) 2014, inratio 2.03, coaguchek 3.9. Less than five minutes between testing. Pt's therapeutic range 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.